Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist to cease treatment. In the letter the dentist stated there has been mobility of multiple teeth and ill fitting aligners that has not allowed the patient positive results. It is recommended the patient be seen by an orthodontist locally. Patient should immediately discontinue use of the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.